Event description:
It was reported that the asymptomatic patient presented in clinic after being lost to follow up. Upon interrogation, the atrial lead exhibited noise. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).